Event description:
It was reported that sodium chloride 0.9% was programmed in the pump at an intended rate of 200ml/hr. After 30 minutes the nurse heard the patient crying and went to the bedside. The infusion was running at 200ml/hr and the IV had infiltrated, but the customer noted that the pump was not and had not alarmed. There was patient involvement but no harm. Please note that per alaris system user manual: "the bd alaris¿ system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: concomitant med prod data. Additional information: device eval by manufacturer? Imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an infiltration could not be confirmed or replicated. The alaris pump module is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the pcu event log showed that on september 25, 2024, at 10:46:25 pm, the system was powered on and the pump module was attached to the concomitant pcu s/n (B)(6). O at 10:46:30 pm the concomitant syringe module s/n (B)(6) was attached. O between 10:46:36 pm to 10:46:48 pm an infusion of lactated ringers with vtbi=200ml and rate=200ml/h was programmed. O between 10:47:07 pm to 10:48:07 pm the suspect pump module alarmed twice for ¿occlusion patient side¿ and was restarted. At 11:14:43 pm pump module was turned off and infusion stopped. ¿ the alaris system pump module is designed to stop fluid flow under alarm conditions. Periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. As well replace the air-in-line sensor as it was damaged during disassembly. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module not alarming for infiltration was not determined. The system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that sodium chloride 0.9% was programmed in the pump at an intended rate of 200ml/hr. After 30 minutes the nurse heard the patient crying and went to the bedside. The infusion was running at 200ml/hr and the IV had infiltrated, but the customer noted that the pump was not and had not alarmed. There was patient involvement but no harm. Please note that per alaris system user manual: "the bd alaris¿ system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions."